Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reported patient has been experiencing elevated blood glucose levels for 2 days; exact readings not provided. Mother stated the basal profile has been changed to see if this solved the concern; it hasn't. Mother reported patient is using the pen to correct the elevated blood glucose levels. Mother stated she thinks the device does not deliver insulin well. No adverse event reported. Requested return of the alleged pump for evaluation.